Event description:
It was reported that a syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to aspirtate medication and had a loose plunger during use. The following was reported by the initial reporter: "it was reported that syringe would not draw up insulin and plunger rod moved on its own. Verbatim: consumer reported found 1 syringe that would not draw up insulin the air and also plunger moved on its own. Needle shield was removed. Needle not in vial."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/5/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the syringe would not draw up insulin and plunger rod moved on its own. The returned syringe was tested and was not able to draw properly and when drawing the plunger back, the plunger moved to its original position once it was let go. The sample was then wired and the wire was able to pass through the cannula and dislodged clear material from the cannula. It appears this material is silicone. A review of the device history record was completed for batch# 0076346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: excessive silicon being put in the barrels.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm tw 10bag 500 ca was unable to aspirate medication and had a loose plunger during use. The following was reported by the initial reporter: "it was reported that syringe would not draw up insulin and plunger rod moved on its own. Verbatim: consumer reported found 1 syringe that would not draw up insulin the air and also plunger moved on its own. Needle shield was removed. Needle not in vial.".